Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the right ventricular lead had a wide range of impedance values and a lead warning occurred for low impedance. It was further reported that an xray showed small amount of slack on both the atrial and ventricular leads. The leads will be replaced due to low impedance readings and growing patient. No patient complications have been reported as a result of this event.